Event description:
During endovein harvesting of the patient's leg, the tip of the device being used broke apart. Two pieces of the tip were seen inside the leg and were extracted during the procedure.